Event description:
Upon the advice of his physician, the pt ceased testing his bg and taking diabetes medication 10 months ago. Approx 3 days prior to the alleged event, the pt began feeling ill with symptoms of thirst, weakness and vomiting. To combat his thirst, he drank regular ginger ale and ate canned fruit. He resumed testing on his one touch basic and obtained readings in the 70's despite displaying symptoms of hyperglycemia. On 4/18, he was privately transported to the hospital where a lab blood glucose result of 1000 was obtained. The pt was admitted and treated with IV fluids for "severe" dehydration. The meter is allegedly cleaned according to MFR's recommendations, however, no quality control tests are performed. In addition, the test strip package insert states to discard any test strips that had been opened longer than 4 months. The pt was using test strips that had been opened 10 months or more.

Manufacturer narrative:
Co has completed the investigation of the MDR incident listed above and, after testing the device, have not been able to verify a device malfunction which could have contributed to this event. Co concludes that the alleged inaccurate results may have been due to user error, improper meter maintenance, use of expired test strip product, testing while in a severely dehydrated condition, or some unknown anomaly. At this point our investigation of this matter is closed.